Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Event description:
Additional information became available that this lead was surgically abandoned and successfully replaced due to noise which lead to 1.5 seconds of pacing inhibition. The rate sense portion of the lead was abandoned and a new lead was placed.

Manufacturer narrative:
--

Event description:
Boston scientific received information that during a recent interrogation of this device a check right atrial (ra) lead screen showed up. The ra lead amplitude has increased since implant, the thresholds in the atrium are being oversensed in the ventricle causing pacing inhibition. As a result the programmed settings for sensing will be optimized which will alleviate these issues.